Event description:
It was reported that during a procedure that when the lens was inserted in to the eye, the haptic bent the wrong way and went towards the back of the capsule. The lens was removed during the same procedure and another lens was successfully implanted. During the procedure an anterior vitrectomy was performed; no patient injury was reported.

Manufacturer narrative:
The iol was returned for inspection. Visual examination showed the lens has one broken haptic, a torn optic and appears to have evidence of ophthalmic viscoelastic on it. Prior to release to market the iol met all manufacturing specifications. All pertinent information available to the manufacturer has been submitted.